Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's ipg would have an issue shutting off and starting back up. Surgical intervention was undertaken on (B)(6) 2021 and the ipg was replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.